Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio output and an adverse event. The patient stated they fell and their blood sugar was low. The patient indicated that the dexcom receiver did not alert them of the low. The paramedics were called and when they arrived, the dexcom was displaying 80mg/dl and when they checked the patient¿s blood sugar, the meter was displaying 86mg/dl. At the time of contact, the patient stated she was in the emergency room (ER) and did not know what was wrong and thought she sprained her ankle. The patient indicated that they were not yet seen by a medical professional; however, it is unclear if the patient¿s fall was related to the dexcom device. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, and no defects were found. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The receiver was opened for further evaluation. An interior inspection was performed, and the inspection passed. The resistance of the speaker was measured, and the resistance was within specification. The reported intermittent audio output could not be confirmed. A probable cause could not be determined.